Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision of the left knee on (B)(6) 2015 due to revision due to aseptic loosening. Stryker products were placed. Did not appear to have any sepsis. Minimal bone loss.

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted that event reported was likely the result of aseptic (non-infected) loosening of both the tibial and/or femoral components, which damaged the bond of the implant to the bone. However, the underlying cause of the loosening cannot be determined because the implants were not returned to exactech for evaluation and no further details were provided (x-rays, etc.).. (E3) initial reporter's occupation: attorney this is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2019-00153, 1038671-2019-00154, 1038671-2019-00155, and 1038671-2019-00156.